Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 nitinol guide wire in opened packaging and no flaking was present on sample. Also received one photo sample that shows the top view of guidewire with no flaking present. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones. The guide wire was inserted at the beginning of the operation. After the instrument was inserted, the guide wire was removed, and it was found that the surface coating of the super-smooth guide wire had fallen off. After clinical judgment, a new super-smooth guide wire was chosen, and subsequent operations were completed smoothly. The operation was completed smoothly. Surgery and anesthesia time were prolonged, but there were no other effects. The hospital routinely uses super-smooth guide wires, and this phenomenon did not occur frequently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones. The guide wire was inserted at the beginning of the operation. After the instrument was inserted, the guide wire was removed, and it was found that the surface coating of the super-smooth guide wire had fallen off. After clinical judgment, a new super-smooth guide wire was chosen, and subsequent operations were completed smoothly. The operation was completed smoothly. Surgery and anesthesia time were prolonged, but there were no other effects. The hospital routinely uses super-smooth guide wires, and this phenomenon did not occur frequently.